Event description:
Patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Patient was implanted with a transformational posterior lumbar interbody fusion (tplif) spacer at levels l5 s1 with pedicle screws at l5 and s1. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 36 months. Surgery date was (B)(6) 2006 and postoperatively patient experienced dural tear, requiring repair. Complaint #12 of 14. This complaint is on the screw head at s1.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.